Event description:
During baxter's eval, a spectrum pump had door not fully latched alarms. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched alarm occurred during baxter's eval and was also confirmed through review of the event history log. This condition was determined to have been caused by the door hooks being out of adjustment, resulting in the forced required to close the door to be above expected levels. The door hooks and latch pins were replaced.